Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 20.0 diopter intraocular lens (iol) was inserted and removed from the patient's left eye (os) during the same surgical procedure because a defect was noticed on the lens after insertion. There was no incision enlargement, no vitrectomy, and no sutures used. Reportedly, the patient is fine and a back up lens of the same model and diopter was used to complete surgery. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection with the unaided eye shows a scratch on the optic surface of the lens. The lens was cleaned with purified water and dried with compressed air to ease inspection. Further inspection under magnification confirms the scratch. The complaint event is confirmed. How and when the scratch was introduced could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.